Manufacturer narrative:
Concomitant medical products: row infusion, (B)(4).

Event description:
The extension line was separating from the hub and leaking during use. Device inserted (B)(6) 2020 and removed (B)(6) 2021. The catheter was replaced. No patient injury or harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Continuation of d11: row infusion (B)(4). The customer provided three images showing a defective cvc catheter. Visual analysis revealed a hole on the extension line, directly adjacent to the luer hub. The customer also returned one unopened representative sample of the cvc kit. The catheter will be analyzed as part of this complaint investigation. No signs-of-use were observed. Visual examination of the catheter did not reveal any defects or anomalies. No kinks, holes, or cuts were observed. The catheter body length measured 5 7/16", which is within the specification limits of 5 1/4"-5 3/4" per the catheter graphic. The proximal extension line outer diameter measured .0845" which is within the specification limits of .0840"-.0880" per the proximal extension line extrusion graphic. The proximal extension line inner diameter measured .057", which is within the specification limits of .055"-.059" per the proximal extension line extrusion graphic. All three extension lines of the returned catheter were tested for liquid leakage per amrq-000071 rev. 12 (bs en iso 10555-1 annex c) which states that no liquid leakage should form in one or more falling drops of water when tested at 300kpa for 30 seconds. The catheter was attached to the leak tester , the distal end was occluded, and the leak tester was turned to 300 kpa for 30 seconds. No leaks were detected from any region of the catheter, including the extension lines; therefore, the sample passed functional testing. A manual tug test confirmed all three extension lines were fully secured within their respective hubs. A device history record review was performed based on the lot number on the returned representative kit. No relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The customer report of an extension line leak could not be confirmed by complaint investigation of the returned sample. The catheter passed all relevant visual, dimensional, and functional testing. A device history record review was performed based on the lot on the returned representative sample. No relevant findings were identified. The root cause cannot be determined without the actual complaint sample returned for analysis. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The extension line was separating from the hub and leaking during use. Device inserted (B)(6) 2020 and removed (B)(6) 2021. The catheter was replaced. No patient injury or harm reported. The patient's condition is reported as fine.